Event description:
It was reported that cartridge was damaged at cartridge canister and issue occurred about five times within week, with cartridges from lot w2302794. There was no adverse impact to the customer's blood glucose level. Customer did not use damaged cartridge for insulin delivery, changed cartridge, and successfully resumed insulin therapy, and cartridge was unavailable for return with customer acknowledging resolution.